Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed to open and was unrecoverable. The customer stated that this malfunction occurred while dispensing medications to the patient and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height and hass drawer two would not open due to a missing inseparable latch magnet. A field service engineer (fse) replaced the inseparable magnet, after which the fse logged into the hardware test application (hta) and performed final testing on the main full height enhanced drawer 2, confirming normal operation and resolving the issue. Additionally, the fse replaced the cable. The system functioned as intended after the field service engineer repaired the device.